Event description:
Journal article: fukuhara, t; tanaka, t; namba, y;kuyama, h. Tangled catheter as a rare cause of baclofen pump malfunction. Surgical neurology; 2008. It was reported via literature report that the pt underwent pump implantation following a positive screening test with a 50 mcg bolus of baclofen administered via lumbar tap. The pt's leg spasticity was "very sensitive" to the changes in baclofen doses postoperatively as she needed some spasticity for standing up. The maintenance dose was determined to be 25 mcg/day during the hospitalization. At discharge, her clonus reflex disappeared. After three months, the pt experienced a reappearance leg spasticity and of clonus reflex as she had preoperatively. It was noted that there was more baclofen remaining in the pump than on the programmer. It was calculated that the baclofen remaining in the pump was compatible with approx a 30 day amount, so it was suspected that the problem had occurred at least one month earlier. The pt had occasionally noted that her pump touched her iliac bone when she moved. Abdominal xray indicated that the catheter around the pump seemed to have formed a kink, although the position of the pump did not change. The catheter in the abdominal subcutaneous pocket was explored under local anesthesia. Abdominal skin was incised at the same portion, and upon exposure, the catheter was found to be tied. Even after being untied, it remained twisted. It was necessary to cut and reconnect the catheter. After the operation, the pt's spasticity gradually improved and she was discharged within a week.

Manufacturer narrative:
Results: used for catheter.